Manufacturer narrative:
The devices were received, evaluated and retained by this MFR. The engineering evaluation indicated the first device displayed a pin-hole leak 7mm distal to the proximal ro marker. The second device displayed a pin-hole leak 6mm proximal of the distal ro marker and the third device displayed a pin-hole leak 3mm distal to the proximal ro marker. Chatter marks were noted on all balloon surfaces. These devices displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surfaces. Therefore, co does not attribute this event to the device. F11-date MFR initially forwarded report to FDA.

Event description:
Three balloons ruptured on the first inflation during a renal angioplasty procedure of a possibly calcified lesion. The first balloon ruptured at four atms, the second balloon ruptured at six atms and the third balloon ruptured at eight atms. Another MFR's balloon catheter was used to successfully complete the procedure without pt complications. The devices have not been received for eval. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a possibly calcified lesion which may have contributed to this event. However, without evaluating the devices, co is unable to determine the exact cause of this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."